Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported chemo leaked at the connection of the texium valve (on the secondary set) to the smartsite valve on the primary set during an infusion. The customer reported there was no patient harm and the event products were was not saved.